Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm and high blood glucose levels. The customer's blood glucose level was 464 mg/dl. The customer was able to change the site and bolus. It was stated that the high reading was due to the no delivery alarm. Nothing was replaced or returned for analysis.